Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open colorectal procedure, at the beginning of the firing, the stapler made a strange noise. The surgeon was able to press the green button but could not squeeze the handle. Hence, the staple would not fire. The surgeon decided to use another device to complete the case. There was no patient injury.